Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the physician successfully implanted the uphold mesh assembly. The physician then cut through the tack weld and the plastic sleeve of one of the mesh leg assemblies, within one centimeter of where the sleeve connects to the dilator, and removed the plastic sleeve from the mesh. At the end of the procedure, the plastic sleeve was not accounted for. The missing piece consisted of the entire plastic sleeve except for the one-centimeter portion where the plastic sleeve connects to the dilator. A nurse expressed concern that the sleeve was not removed from the patient. The nurses thoroughly searched the room and the physician looked for the sleeve within the patient but it was not located. The operating room director and the director of risk management reviewed the product directions for use. They do not feel there were any device-related problems, and don't think any foreign body was left behind inside the patient, other than the (intended) uphold polypropylene mesh. The patient has not reported any symptoms and the repair "looks good,¿ according to the physician.

Manufacturer narrative:
(B) (4) "nonresorbable materials, unretrieved in body." The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.